Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The neuromonitor basic kit was returned for evaluation: device history record (DHR) - lot number 4251038 (including serial number (B)(6)), conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the sensor, catheter, or connector. Transducer detected, icp express read 509. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. The manufacturer's product disposition recommendation is "evaluate and return". However, the possible root cause for "malfunction: no transducer detected" reported by the customer could be linked to device using ("incorrect set-up of device" for example) and/or "excessive force applied to product".

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when performing zeroing of the microsensor, the monitor showed, "no transducer detected." The microsensor was replaced, and the procedure was completed with no patient injury, and no surgical delay.